Event description:
It was reported the adjustable gastric band was removed, due to infection of the band. The surgeon believes that it is possible there was some damage during the previous procedure that may have contributed to the infection. The patient is recovering.

Manufacturer narrative:
Date sent: 9/28/2009. Information is unavailable; device was not returned for evaluation.